Manufacturer narrative:
Customer discontinued using the instrument and cts generated a service request. A field service engineer (fse) inspected the instrument and found loose tubing. The fse trimmed and refit the tubing.

Event description:
A customer contacted beckman coulter inc., (bci), and reported to customer technical support (cts) that they observed a leak at the hydro compartment in unicel dxc 600 pro synchron clinical system. Customer believed it was no foam and wash concentrate. No injury was reported in connection with this event.